Manufacturer narrative:
(B)(4)

Event description:
Reportedly, the patient went to the hospital on (B)(6) 2015 because she suffers discomfort. The pacemaker check was performed and the ventricular capture failure and threshold increase (3.5v/1.0ms) were observed. Since the cause of threshold increase was unknown, the patient was admitted to the hospital on that day. The pacemaker check was performed again on (B)(6) 2015. The ventricular threshold was at around (1.5-1.75v/1.0ms) in the bipolar configuration and it decreased compared the one measured at the hospital admission. In addition, review of the data stored in the device memories (aida) showed that 24 hours heart rate curve has suddenly dropped to zero point. An analysis is requested.

Manufacturer narrative:
Review of the follow-up data of 27 february 2015 confirmed that 24 hours heart rate curve has suddenly dropped to zero point. Preliminary analysis showed that this behavior resulted from an incorrect management in the process to display the 24 hour heart rate curve under rare and specific conditions (when the total number of stored points corresponds to a multiple of 168, the last point contains the default value-zero value).

Event description:
Reportedly, the patient went to the hospital on (B)(6) 2015 because she suffers discomfort. The pacemaker check was performed and the ventricular capture failure and threshold increase (3.5v/1.0ms) were observed. Since the cause of threshold increase was unknown, the patient was admitted to the hospital on that day. The pacemaker check was performed again on (B)(6) 2015. The ventricular threshold was at around (1.5-1.75v/1.0ms) in the bipolar configuration and it decreased compared the one measured at the hospital admission. In addition, review of the data stored in the device memories (aida) showed that 24 hours heart rate curve has suddenly dropped to zero point. An analysis is requested.

Event description:
Reportedly, the patient went to the hospital on (B)(6) 2015 because she suffers discomfort. The pacemaker check was performed and the ventricular capture failure and threshold increase (3.5v/1.0ms) were observed. Since the cause of threshold increase was unknown, the patient was admitted to the hospital on that day. The pacemaker check was performed again on (B)(6) 2015. The ventricular threshold was at around (1.5-1.75v/1.0ms) in the bipolar configuration and it decreased compared the one measured at the hospital admission. In addition, review of the data stored in the device memories (aida) showed that 24 hours heart rate curve has suddenly dropped to zero point. An analysis is requested.